Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with symptoms of muscle stimulation, due to an insulation anomaly. The lead was capped and replaced on (B)(6) 2016 successfully. The patient was stable post procedure.